Event description:
It was reported that the console 110v was being used in a procedure when the console stopped working and the irrigation was not flowing. The procedure was completed with no patient or user injuries, and no adverse consequences, by re-setting the unit multiple times.